Event description:
It was reported, the pt is unable to establish communication between his ipg and his charger. It was also reported, the pt's programmer displayed a communication error message. The pt stated, he has not charged his ipg since he was implanted and has not felt stimulation since (B)(6) 2013. F/u info revealed per the sjm rep, the pt is able to establish communication error. The sjm rep will f/u with the pt as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.